Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported during impaction of femoral trauma nail, the impaction head broke into the targeting device, with the threaded portion of the impactor head remaining inside the targeting device.

Manufacturer narrative:
As returned the instrument is fractured below the threaded portion, flush with step from main instrument body. The threaded portion of the impaction head remained in the targeting guide handle, and could not be extracted. There were numerous dents and dings on the instrument's stem and both sides of the head area which appears to indicate previous use. The instrument was conforming to print where measured. The device history records were reviewed and indicated that the lot met specifications at the time of manufacture. The impaction head had a potential field age of approximately 6 years and 10 months at the time of the reported incident. This impaction head is used for treatment. Complaint history review found this issue has been previously observed, and corrective actions implemented, including an enlarged shoulder radius to increase strength of the impaction surface to shaft region and a tightening of the material hardness range to improve impact strength, in order to reduce fracture occurrences. The instrument related to this event was manufactured before the corrective action was implemented. Given field age of the device, and signs of wear found on the instrument, most likely cause of the fracture is off-axis impaction and repeated impact loading on the strike surface.